Event description:
A customer reported via their healthcare facility in (B)(6) that some of the tabs on an hc405 nasal mask were broken. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually examined. Results: three of the plastic locking tabs incorporated into the elbow connector of the CPAP mask had broken off and two more were cracked. It was determined that these tabs could break off if they were not cleaned in accordance with our instructions for use. Conclusion: fisher & paykel healthcare conducted a retail level recall on all tab designed connectors for CPAP masks. Us recall was initiated 29 november 2006 under recall number z-0969-74-2007. All product manufactured since april 2006 features a redesigned connector that removes the locking tabs and was not subject to this recall.